Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: analysis of images. The complaint for implant detaches from both leaflets into vasculature (post procedure) was confirmed with objective evidence via the imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that procedural factors (inadequate leaflet insertion of the 1st implant, inadequate view planes) and patient conditions (flail with chordal rupture on p2 segment) may have contributed to the reported event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report from germany, edwards received notification of a pascal ace procedure in mitral position. After an implant duration of two (2) months, the patient returned to hospital due to decompensation. The first device was observed to be fully detached from both leaflets through tee. The pascal device remained fixed in the mitral subvalvular apparatus. One (1) month later, the patient underwent reintervention with a non-edwards transcatheter edge-to-edge device. The patient had degenerative mitral regurgitation (dmr). Two devices were implanted during the index procedure. First ace was placed a1/p1 (embolized one) and the second ace was implanted lateral a2/p2. It seems leaflet grasping was sufficient in target location. The initial mitral regurgitation (mr) grade was severe, and it was mild immediately post index procedure. It was unknown if there was an slda that occurred prior to the full detachment of the device. The patient's condition was noted to be stable after re-intervention.